Event description:
This ra lead was implanted on (B)(6) 2009 and remains implanted at this time. A call was placed to technical services on 05/3/2017 stating that presenting electrogram shows ra lead appears to not be functioning appropriately and low sensitivity alert on ra. Further review of ra lead and programming recommended.the physician was dr.(B)(6) at (B)(6) hospital in (B)(6) . No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).